Event description:
The reporter stated, the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's left eye (os) in 2006. The lens was explanted in 2009, due to low vaulting and an anterior cataract had developed. The patient's current bcva is 20/40.